Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va2e131, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that there was a lead migration or dislodged. It was also stated that the lead was fractured, damaged, or broken. The manufacturer representative (rep) saw the patient on the clinic in early spring, post fall on ice and it was determined that the impedance was out of normal limits. The issue was resolved by replacing the system. The device will be returned. Additional information was received from the manufacturer representative (rep). It was reported that the rep met with the patient on (B)(6) 2022. The patient went in for programming, couldn¿t increase stimulation past 0.3ma and got the max level message on the programmer. Upon interrogation, they saw impedance were greater than 4000 on all electrodes. The patient said they fell on ice in january and issues started about that same time. On (B)(6) 2022 the device was replaced and the broken lead was seen. Additional information was received from the manufacturer representative (rep). The rep called and stated they met with the patient on (B)(6) 2022 and there were not able to resolve the impedance issue during the appointment.

Event description:
No new information for event description.

Manufacturer narrative:
H3 product analysis #(B)(4): analysis information -- pli# 20 product ID# 97810 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 978a128, lot# va2e131, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.